Manufacturer narrative:
The device's instruction manual contains the following warnings and note. Warning! The pt gas must be monitored with an oxygen analyzer. Adjustment of the oxygen concentration must be verified using an oxygen analyzer. Note: allow equalization time for fio2 changes before analyzing gas. "When the microblender was checked more closely, it was determined that there was an internal pin which was broken, which caused the oxygen levels to very from the reading on the dial." A letter was sent to the user facility requesting add'l info concerning the reported event, the condition of the pt and the repair of the device. As of the date of this report, there has been no response from the user facility.